Event description:
It was reported that the procedure was to treat an ostial graft to the obtuse marginal 3. An attempt was made to direct stent (contrary to IFU) the lesion with the penta stent, but the stent would not cross. The stent delivery system (sds) was retracted into another co's guiding catheter at which time the stent stripped off the balloon. The guide was removed, but the stent could not be found. Further attempts to locate the stent in the pt were also unsuccessful. The physician then reinserted the guide, pre-dilated the lesion with another co's dilatation catheter and successfully placed an new penta stent. The pt was reported to be doing fine.